Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the patient has a history of clotting with pulmonary embolism and was taking a blood thinner prior to the index procedure. The filter was implanted prior to a surgical procedure. The filter was deployed via the patient's right common femoral vein. It was placed just below the renal vein without difficulty. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced an unsuccessful removal attempt two months after the device was implanted. The patient also experienced filter tilting and embedment of the filter in wall of inferior vena cava. The patient became aware of the reported events approximately five years and two months after the index procedure. The patient continues to experience worry, physiological anguish and mental anguish. The patient reports that he is taking blood thinners due to the filter. He bleeds easily and bruises easily due to the blood thinners. As reported, the patient had placement of an optease inferior vena cava filter. Per the medical records, history includes clotting with pulmonary embolism and anticoagulation prior to the index procedure. The filter was implanted prior to a surgical procedure. The filter was deployed just below the renal vein without difficulty. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages including, but not limited to filter tilt & embedment, failed removal. Per the patient profile form (ppf), the patient reports an unsuccessful removal attempt two months after implant. The patient also reports filter tilting and embedment of the filter in wall of inferior vena cava. The patient further reports worry, physiological and mental anguish, chronic blood thinners due to the filter, and bleeding with bruising. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to filter tilt & embedment, failed removal. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter tilt & embedment, failed removal. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.